Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586 and 3004464228-2020-01007. Report ID number: (B)(4). Exemption number: e2014031. The pod was received with the cannula not deployed. After investigation of the needle and drive mechanisms, no components had any damages or defects that would result in the cannula failing to deploy as intended. However, due to timeouts and a drive stall found within the download data, the sma wire was powered manually where upon it was observed that the hook talons failed to always turn the ratchet gear. One of the batteries was noted to have a fair amount of corrosion residue were the battery spring would be in contact with the battery surface, however this was noted more as an observation due to the fact that when powering the sma wires manually, a drive stall was still observed. The exact cause of the malfunction could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy. The pod was not worn.